Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow, down arrow and ok keypad buttons had become difficult to press to elicit a response. Reportedly, the bottom portion of the keypad rubber had come off and the up arrow, down arrow and ok button symbols were worn off. The patient denied evidence of moisture in the pump. The patient reportedly wore the pump cleaned the battery cap with a dry q-tip. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): investigation revealed that the keypad was peeling at the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the contrast keypad button is intermittently responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.